Event description:
Boston scientific received information that this ventricular lead was exhibiting elevated thresholds due to a suspected microdislodgement.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.